Event description:
A customer reported unexpected negative reactions on the galileo echo instrument ((B)(4)) with a sample that is historically positive for anti-fya, anti-e, and anti-s. The customer is performing validation testing on the echo with capture-r ready screen (3), lot r145.

Manufacturer narrative:
The echo image files were reviewed by an immucor technical support specialist. Screening cell 1 (fya and s homozygous positive) resulted negative; well image visually appeared negative. Screening cell 2 (e pos, s and fya negative) resulted negative; well image visually appeared weakly positive with a diffused button and slight adherence around the button. Screening cell 3 (e negative, s and fya heterozygous positive) resulted negative; well image visually appeared negative. Positive control appeared as expected. The customer was made aware that all negative antibody screen and ID results on the echo were to be visually inspected. This issue was communicated to customers in technical communication (B)(4) on (B)(4) 2009.